Manufacturer narrative:
Date of event: date of postoperative screw breakage is unknown. This report is for three (3) unknown locking screws. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI number is not available. Explanted date: part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k#): unknown, as specific part number for the screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo revision surgery on (B)(6) 2017 for removal of 2.7/3.5mm variable angle-locking compression (va-lcp) medial distal tibia plate/8 holes/left implanted on (B)(6) 2017. The hardware removal was due six broken screws and non-union. The heads of the two 3.5mm cortex screw 26mm, one 3.5mm cortex screw 28mm and three unknown locking screws were removed. The shaft of all these screws were retained in the patient and were not removed. Nothing was implanted during revision surgery as the surgeon just wanted to rule out the infection by removing the broken screws. The surgery was completed without any surgical delay and the patient was stable after the surgery. Concomitant devices reported: 2.7/3.5mm va-lcp medial distal tibia plate/8 holes/left (part # 02.118.007, lot # unknown, qty # 1). This report is for three (3) unknown locking screws. This is report 4 of 4 for complaint (B)(4).